Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.

Event description:
On (B)(6) 2017, leica microsystems received a complaint stating that at the conclusion of an ent surgery using a leica m525 f50 surgical microscope, a patient had a phlyctena (~blister) in front of the tragus of the operated ear.

Manufacturer narrative:
This is a final report. Investigations have been conducted by the specification developer. The actual device was evaluated and there is no indication that the device has malfunctioned. A review of the manufacturing records of the affected device was performed. Based on the results, all tested parameters as required in the records were within specification. The complaint database was also reviewed and showed that one adverse event with similar root cause (device did not malfunction) was reported. In addition, a use testing was conducted to check the performance of the surgical microscope and in addition, the bright care functionality. Based on the result of the use testing, the surgical microscope is working within specifications, including the bright care functionality. The surgical microscope is currently in use at the health care facility without any new reports of malfunctions or adverse events. Based on the results of various investigations, the alleged complaint cannot be confirmed. Therefore, it can be concluded that the affected device operated within specification and that the affected device did not contribute or cause to the adverse event (burn).